Manufacturer narrative:
Upon review of the result files, results visually appeared as reported by the neo. The unexpected results may be related to the nature of the antibody in the sample. The instrument is operating according to specifications.

Event description:
A customer reported obtaining unexpected compatible results on galileo neo (B)(4).